Event description:
It was reported that during a percutaneous coronary rotational atherectomy procedure, the burr became stuck in the lesion. Vascular access was obtained through the right femoral artery. The 90% stenosed, 3mm x 20mm concentric, de novo lesion was located in a moderately tortuous and severely calcified mid left anterior descending (lad) artery. The physician advanced the 1.75mm rotablator rotalink plus burr, however resistance was encountered. One ablation was completed. On the second attempt to ablate the lesion, the burr reached a speed of 180,000rpms, became stuck and the system stalled. The patient experienced mild chest pain and st elevation. The device could not be retrieved, therefore the procedure was not completed due to this event and the patient was sent for surgery. The surgeon opened the lad and performed an endarterectomy. The shaft of the burr was cut and the device and guide catheter were removed from the groin. A vein patch and left internal mammarian artery (lima) graft were placed in the distal lad. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the rotablator rotalink plus unit was returned to site connected together. The fiber optic cable was cut from the advancer unit and the air hose was missing. It was noted that blood was present throughout the catheter sheath and saline port infusion hose. The burr was not returned with the device for examination. Microscopic examination of the coil revealed the burr was removed/cut from the catheter device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that pre-procedure the patient was on clopidogrel and aspirin and during the procedure the patient was on heparin.

Manufacturer narrative:
(B)(4).